Event description:
It was reported that the doctor found the boss of the clip broken during ligation. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73d1800428 was manufactured on 04/16/2018 a total of (B)(4) pieces. Lot was released on 04/20/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. One loose clip was also returned. This sample is for tc (B)(6). The cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the clip had the pierced bosses broken off. The cartridge contained two sets of pierced bosses (from two separate clips) and no intact clips remaining. It could not be determined exactly how or what caused the clips to break at the pierced bosses. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. One cartridge and one loose clip were returned. The loose clip had the pierced bosses broken off. The cartridge contained two sets of pierced bosses (from two separate clips) and no intact clips remaining. It could not be determined exactly how or what caused the clips to break at the pierced bosses. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the boss of the clip broken during ligation. There was no patient injury.